Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, user informed the technical support engineer (tse) that they encountered a recoverable fault on the left master tool manipulator (mtml) in surgeon side console (ssc)1. The tse reviewed the system logs and noted error 23027 with the joint 2 counterbalance cable on the ssc1.the user disabled ssc1 and continued the procedure using the ssc2 without further issues. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.